Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir compartment. Customer also indicated that the pump was cracked. Customer's blood glucose was 143 mg/dl at the time of incident and earlier it was 62 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.